Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that the right ventricular lead had high thresholds in bipolar. The lead was reprogrammed. The lead also had low pacing impedance and was oversensing myo potentials in unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.